Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a smoking smell. A field service engineer removed the back panel and isolated the odor to a seized solenoid on main drawer 3.1, observed visible discoloration; however, there was no fire or evidence of active burning, determined that the solenoid seizure caused the odor and replaced the solenoid and retractor band after finding a broken elbow on the retractor. When the solenoid seized again, fse unplugged drawer 3.1 and replaced the solenoid and drawer card, powered the unit back on with no issues observed, successfully tested and passed hardware test application (hta) for drawer 3.1, and verified proper operation through application recovery testing with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 3n pyxis smoked the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.